Event description:
It was reported that the pt underwent a cervical procedure using anterior fixation at c4-c6. Approx 2 weeks post surgery, a screw backed out. The surgeon suggested the revision surgery but the pt refused to undergo the revision surgery.

Manufacturer narrative:
The devices remain implanted. We are unable to determine the cause of the event. The suspected device is either lot # w05b5951 or #w05b5955, both of which were used in this case. Device history records for both lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.